Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving fibers behind. She experienced irritation and pain with tampon use and during intercourse. She saw her gynecologist and was diagnosed with a bacterial imbalance and was prescribed medication.